Manufacturer narrative:
In the initial report should have been (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: a810, product type: software. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2014, UDI#: (B)(4); product ID: a810, ubd: 19-oct-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving diluadid via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that during the pump replacement procedure for normal eri (elective replacement indicator) on either (B)(6) 2019 the hcp was unable to aspirate the catheter and then requested that a back table prime be performed on the pump. The entire workflow was gone through, and the pump was updated with the back table prime. When they re-entered the workflow, the countdown for the back table prime was not seen and they did not see that the back table prime was in process so a single bolus (or a prime, caller could not remember) of 0.14 ml was programmed on the back table. Once the 0.14 ml bolus was complete, the hcp connected the new pump to the catheter. It was later determined that the 0.14 ml prime should have been programmed as 0.3 ml. The patient had no symptoms related to the event. Additional information was received on (B)(6) 2019 that reported there were no known contributing factors (environmental or external) that may have led to the initial programming issue with the back table prime. No further complications were reported or anticipated.